Event description:
It was reported via repair work order that the jack was stuck and could not raise or lower due to malfunctioned jack release valve. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.